Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient complained of a headache for a couple of days. The patient's inr was 2.5 on admission and the blood pressure was 86/69mmhg. A CT scan confirmed an intracranial hemorrhage with shift. Neurosurgery was consulted and they were considering taking the patient to surgery, however, the patient acutely decompensated, and a repeat CT scan showed further shift and the patient progressed to brain death. The patient expired on (B)(6) 2016 due to intracranial hemorrhage.

Manufacturer narrative:
A correlation between the device and the reported intracranial hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.